Event description:
It was reported that the patient was hospitalized with heart failure and an increase of dyspnea and fatigue. The patient was provided with medication. An infection was diagnosed a few days later. The system was explanted. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was returned in segments, analyzed and no anomalies were found. Product performance information was also returned and analyzed. No anomalies were found. (B)(4) implantable cardioverter defibrillator (B)(6) 2013; 4054 competitor implantable pacing lead (B)(6) 2013; 0615 competitor implantable tachy lead (B)(6) 2013. (B)(4).